Event description:
Consumer called to report that the vaporizer was "spitting" hot water and burned her husband's hand while in bed. The unit was being run above the bed. This type of incident is caused when there is a high concentration of minerals in the water causing the vaporizer to over boil. This can be caused by the consumer adding too much salt to the water contrary to proper use instructions.

Manufacturer narrative:
Investigation inidicates the cracked valve body might have been caused by syswash. The part is recommended to be exchanged every 6 months on preventative maintenance. No injury due to the fluid was reported by the customer.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User reported the valve body on the water reservoir of the analyzer had cracked causing a small leak. User said the leak was not a hazard to anyone. No one was injured and no patient samples were affected. User said the analyzer was operational as they were using a spare valve body. The technical support specialist sent customer a replacement valve body.